Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported during the procedure, pnuemoperitoneum could not be maintained. The source of the leaking pnuemo could not be found. The pt was opened in order to complete the procedure. 7/31/2000 surgeon is out of the country and will be back in town 8/10/2000. 8/1/2000 received message with additional info. Person has been able to speak with the physician assistant and the scrub tech. A resposable trocar was used at the umbilicis and the insufflation would not hold. Person then inserted an 11mm dilating tip resposable trocar at the subxyphoid. Person then wanted to insert the 5mm lateral ports. The staff provided person an optiview nbo trocar and person had never utilized one of these factors. The staff believed these were the only trocars remaining on the shelves. Person was unable to insert this trocar fully due to tenting of the abdominal wall. They very diligently looked for the source of leakage. The trocar seals were checked, poured water on the abdomen around the ports, checked carbon dioxide machine, disconnected the carbon dioxide machine gas and put it into water and were getting bubbles. They were unable to locate any source of leakage and therefore the pt was converted to open. The disposable trocars are being returned for eval.